Manufacturer narrative:
The customer returned the meter and one test strip for investigation. The returned test strip was measured with the returned meter using liquid qc of a high level. Testing results (qc range: 2.3 - 3.5 inr): qc 1: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 4:00 pm, the result from the laboratory using an unknown reagent was 3.4 inr. At 4:24 pm, the meter result was 5.5 inr. On (B)(6) 2022 at 6:47 am, the meter result was 2.1 inr. At 8:00 am, the result from the laboratory using an unknown reagent was 1.6 inr. The therapeutic range was 2.5-3.5 inr.